Event description:
It was reported that approximately 4 years post-implantation of a prodisc l device, the patient experienced pain in the lumbar region with pseudoradicular radiation in both the lower extremities after a minor trauma. The image diagnostics showed that the intervertebral disc prosthesis had been displaced. A microsurgical interlaminary decompression of l5,s1 was performed, along with removal of a recurring disc part l5,s1 on the right and then dorsal rod osteosynthesis l5 to s1 was carried out. Reportedly, the patient continues to experience pain and is restricted in her mobility. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.